Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the product leaked at the connection site to a nexiva IV during an iron infusion. There is no report of patient harm.

Event description:
The customer reported the product leaked at the connection site to a nexiva IV during an iron infusion. There is no report of patient harm. The customer later reported the facility scrubs their hubs with prevantics wipes.

Manufacturer narrative:
The customer¿s report that the product leaked was confirmed. Visual inspection of the maxzero valve showed no obvious damages or issues. Examination of the valve top under magnification showed a microchannel/scratch within the interior diameter. Initial functional and pressure testing resulted in no leaking. Further pressure testing after re-attaching the male luer tip of the non-bd set and securing it to the maxzero valve with a 1/4 turn resulted in leaking from the top of the valve. The root cause of the microchannel which creates a fluid path is an equipment error during the inspection and testing process during final assembly of the valve.